Event description:
The manufacturer received information alleging a trilogy ev300 ventilator screen does not turn on. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device connectors on the display board are unsoldered. In conclusion, the device's display interface board needs to be replaced to address the issue. The service center is awaiting repair approval from the customer. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously report by the manufacturer: the manufacturer received information alleging a trilogy ev300 ventilator screen does not turn on. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device connectors on the display board are unsoldered. In conclusion, the device's display interface board needs to be replaced to address the issue. The service center is awaiting repair approval from the customer. If additional information becomes available a supplemental report will be filed. New information: the trilogy ev300 ventilator was evaluated by a third-party service center, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device connectors on the display board are unsoldered. In conclusion, the device's display interface board and display board were replaced to address the issue. The system meets the specification for the performed service and is returned to use. The display board was sent and received at the manufacturer receiving inspection quality lab for further evaluation. A final report is being submitted at this time. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.